Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient did a carelink transmission and it did not come through well, and was later successfully resent. It was determined a power-on-reset had occurred. The device remains in use. No patient complications were reported as a result of this event.